Event description:
Based on additional information received on (B)(6) 2012, this case was upgraded from non-serious to serious. Initial information was received from a consumer on (B)(6) 2011: a (B)(6) female was injected with three vials of poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) in her nasolabial folds and under her eyes on (B)(6) 2011 for wrinkles. The consumer reported she has seen no results and had better results with hyaluronic acid [restylane]. Medical history included facelift, anti-oxidant vitamin use, and collagen treatments. She was very upset with her doctor because she spent thousands of dollars and her doctor did not tell her the results would be delayed. No further relevant information reported. Additional information for poly-l-lactic acid (sculptra aesthetic) (lot number/expiration date not provided) from product technical complaint report case ID (B)(6) dated the (B)(6) 2011, received by (B)(6) on (B)(6) 2011: batch record review check list was without hint to root cause. An investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the u.s. Market and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a9029, batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044 and batch a1045. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation possible. Additional information was received from a consumer on (B)(6) 2012: case upgraded to serious. Additional events of facial swelling and injection site nodule were added. Event details were added to the narrative.